Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the left ventricular lead was dislodged when catheter was peeled off. During re-positioning the lead, lead insulation abrasion was observed. Lead was not implanted and was replaced. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.